Manufacturer narrative:
The insulin pump had an intermittent button response due to corroded keypad trace. The insulin pump had minor scratches on lcd window, cracked case near display window corners, cracked battery tube threads, broken belt clip slot, and cracked reservoir tube lip. The insulin pump did not freeze during the testing.

Event description:
Customer's mother called to report that the insulin pump has an unresponsive keypad. Customer's mother also reported that the insulin pump has a frozen display screen. Customer's blood glucose reading was 342 mg/dl. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.